Event description:
The dr stated using a double lumen endotracheal tube. Had one end clamped with suction on it. Dr stated when removed clamp, suction may have been brought into the system. Did not have ambu bag available at the time. Another doctor brought an ambu bag and the pt was manually ventilated. The machine was then powered down the and the piston assembly was removed and placed back in the unit. The anesthesia machine was powered up and functioned normally. There was no pt injury.